Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: device was returned for analysis. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received loosened in a backward position. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined. There was fibrous fm (foreign material) on the distal end of the coil. The fm was on the burr and proximal of the burr for 3.0 cm. A functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was unable to get any speed and the stall light came on. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4) .

Event description:
Reportable based on device analysis completed on 23-jan-2017. It was reported that the device was failed to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (lad). A 1.75 mm rotalink¿ plus was used to treat the target lesion. During the procedure, it was noted that the device was unable to cross the lesion. The rota procedure was ended. The procedure was not completed since the same device was unavailable. No patient complications were reported. However, device analysis revealed a fibrous fm (foreign material) on the distal end of the coil.